Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via femoral artery. The 100% stenosed, 28x2.5mm, target lesion was located in a severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x28mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An examination of the crimped stent identified that the mid to distal end of the stent was stretched out towards to tip. There were no kinks or damage noticed along the shaft of the device. (B)(4).